Event description:
The user facility reported that during a diagnostic colonoscopy procedure, a clip was deployed, and did not detach as expected. As the users attempted to pull the sheath back to expose the clip, the clip fell into the sigmoid colon of the pt. The clip was not retrieved, and the pt did not require any further medical and/or surgical intervention. The pt is reported to be in good condition.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. The device was reported to have been discarded following use. The cause of the user's experience could not be conclusively determined. If add'l significant info is received at a later date, a supplemental report will follow. This report is being filed as an MDR in an abundance of caution.